Manufacturer narrative:
The investigation of product damage (sleeve damage) and positioning issues has been completed. The impella device was not returned for evaluation. Data review: data logs confirmed pump was in aortic area (about 16 hours into the case). Pump ran 4 more hours then was stopped manually and disconnected from the console. Product was not returned for review. The root cause of positioning issue was most likely patient movement related since it happened during transferring the patient. The root cause of product damage (sleeve damage) was unable to be determined as limited clinical details were provided and no product was returned for review. H5 was erroneously selected on the initial manufacturer device report number 1220648-2025-27439.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the pump was pulled out of the left ventricle and the sterile sleeve tore, and the staff explanted the pump. The patients outcome was stable.